Manufacturer narrative:
Upon follow up it was identified the broken portions of screws were retained by the patient. This information was not noted when the complaint was received. A supplemental report will be submitted upon completion of the device evaluation. Fields were updated based on the receipt of additional information. Implant date was originally reported to be (B)(6) 2014, however additional information was received stating the correct date is (B)(6) 2014. Supplemental report one of four for the same event, reference 3004485144-2015-00082-1, 3004485144-2015-00094-1 and 3004485144-2015-00095-1.

Event description:
Upon follow up it was identified the broken portions of screws were retained by the patient.

Manufacturer narrative:
The maxan green 2 level 28mm plate, item # 14-522228, lot # j3222782 was received for evaluation. Visual inspection of the item shows the plate is slightly discolored with minor scratching consistent with normal use. No fractures or abnormalities are noted. A function check of the returned item was performed. The six articulation rings are intact, retained in the plate, and are free to articulate as designed. The complaint is for screw damage / fracture. No damage to the plate is noted. The DHR was reviewed and no non-conformances were noted. A visual examination does not confirm any reported failure. The reported complaint is related to crew breakage, not the maxan green 2 level 28mm plate. Supplemental submission one of four for the same event, reference 3004485144-2015-00082-2, 3004485144-2015-00094-2 and 3004485144-2015-00095-2.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of four for the same event, see also 3004485144-2015-00082, 3004485144-2015-00094 and 3004485144-2015-00095.

Event description:
The facility reported during the patient's 12 month regularly scheduled follow up appointment they identified broken screws at the 7th cervical (c7) vertebra. A revision surgery was performed to remove instrumentation at levels c5-7, elongation, derotation, flexion (edf), anterior cervical discectomy and fusion (acdf) of c4-5 and revision anterior fusion of c5-7 with instrumentation c4-7. The original acdf surgery was for c5-c7, but the revision was completed on c4-c7 levels.